Manufacturer narrative:
(B)(4). The device was not returned for analysis. It should be noted that the xience alpine everolimus eluting coronary stent system electronic instructions for use states: an unexpanded stent may be retracted into the guiding catheter one time only. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. The investigation determined the reported difficulties appear to be related to circumstances of the procedure in conjunction with the violation of the instructions for use of removing then re-advancing the device multiple times.

Event description:
Updated event description: it was reported that a whisper guide wire was used for support during the attempt to cross the lesion located in the moderately calcified circumflex artery with the 2.5 x 33 mm xience alpine stent delivery system (sds); however, the stent delivery system failed to cross. The sds was removed from the patient without issue. A non-abbott nc balloon catheter was used for additional predilatation of the lesion; however, a second attempt to cross the lesion failed. The sds was removed from the patient without issue. Additional predilatation was performed on the lesion with a 2.0 mm balloon catheter and another attempt was made to cross the lesion with the same sds; however, again, it failed to cross. During retraction of the sds from the anatomy resistance was felt which resulted in the stent implant dislodging from the balloon into the anatomy. A 1.5 mm balloon catheter was used in an attempt to capture the dislodged stent which failed. A snare device was used to snare the dislodged stent after which the lesion was noted to be good from the balloon inflations and timi iii flow; therefore, no further intervention was performed. No additional information was provided.

Manufacturer narrative:
(B)(4). It is unknown if the device will be returning for investigation. A follow-up report will be submitted with all additional relevant information. Medsun mandatory and voluntary report form: uf/importer report #: (B)(6).

Event description:
It was reported that the xience alpine stent delivery system was introduced into the circumflex artery and came off the balloon without being deployed. The loose stent was snared from the coronary and removed. There is no known injury to the patient.